Manufacturer narrative:
During the evaluation of the device at the MFR's service center, the device failed steps related to the sensor board during testing. A replacement device was issued to the customer and this device was scrapped. Device was scrapped.

Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.